Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. A customer reported receiving lower sensor scans of 122 mg/dl and 152 mg/dl when compared to readings of 244 mg/dl and 286 mg/dl obtained from a built-in meter. The customer experienced symptoms described as "feeling lethargic and feeling sick to her stomach" and was unable to self-treat. The ambulance was called and unspecified blood glucose was obtained and it unknown if any treatment was provided by the paramedics. The customer was taken to the hospital where unspecified blood glucose reading was obtained and it was noted that the hcp result was "way off" as compared to the sensor scan. The customer received unspecified treatment and no further information was reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor 0m00657r4qr has been returned and investigated. The sensor plug was visibly not properly seated. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. A customer reported receiving lower sensor scans of 122 mg/dl and 152 mg/dl when compared to readings of 244 mg/dl and 286 mg/dl obtained from a built-in meter. The customer experienced symptoms described as ¿feeling lethargic and feeling sick to her stomach¿ and was unable to self-treat. The ambulance was called and unspecified blood glucose was obtained and it unknown if any treatment was provided by the paramedics. The customer was taken to the hospital where unspecified blood glucose reading was obtained and it was noted that the hcp result was ¿way off¿ as compared to the sensor scan. The customer received unspecified treatment and no further information was reported. There was no report of death, serious injury, or mistreatment associated with this event.